Event description:
It was reported that a pt with multiple medical problems has a superior type I endoleak. Pt did not have regular follow-up check-ups due to other health issues and the physician indicated that the pt was symptomatic; however, did not specify the symptoms. The pt had a CT that was suggestive of endoleak so an angiogram was performed. The angiogram indicated a superior type I endoleak and occluded right limb. The right leg is being perfused because the endoleak is allowing blood to travel down the outside of the graft and to the lower vasculature. The physician has also indicated that the aneurysm has increased in size from 6.5 cm to 7cm. The CT scan's initial investigation indicates "disease progression."